Manufacturer narrative:
The device was not returned for evaluation. A review of the appropriate device history records of the superdimension console indicates this device was released meeting all quality specifications. Pneumothorax is a known short term complication when a lung biopsy is performed during a transbronchial lung biopsy or CT guided percutaneous biopsy.

Event description:
According to the reporter, on (B)(6) 2017, the patient suffered a pneumothorax during the procedure. The pneumothorax occurred in the contralateral right lung. The patient had undergone prior radiation therapy on a lung cancer in the right lung and had scarring as a result in the right lung. The enb with biopsy was performed in the left lung. The physician that performed the procedure attributed the pneumothorax to the intubation from anesthesia. He said the crna inserted the et tube into the right main stem and suspected that it was the cause of the pneumothorax. The patient had a chest tube inserted and was admitted for four days. The patient recovered and was discharged.